Event description:
The customer reported a leak during a chemo infusion: "a hole was noted in the set, directly below the fitment area. This was noted at the end of the infusion and there were no alarms prior to opening the set and hole detected in the tubing." There was no report of pt harm or medical intervention. No further pt/ event info is available.

Manufacturer narrative:
(B)(4). Unable to determine the cause of the customer's reported of a leak in the set. The customer stated the set has been discarded and is not available for failure investigation.